Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies. (B)(4).

Event description:
During an acromioplasty utilizing the notchblaster abr blade, 4.0 it was reported that the surgeon was finishing the procedure and the burr shed metal filings into the subacromial space. On closer inspection, the inner part of the burr showed signs of wear in addition to the wear on the copper bushing. Metal filings were sucked out using the shaver, however, it was reported that there was some debris left in the subacromial space. The bone quality was reported to be medium. There were no reported patient injuries or complications.